Manufacturer narrative:
Additional information has been provided. The aware date of this event was updated to (B)(6) 2013.

Event description:
The customer alleged they received a questionable free thyroxine (ft4) result for one patient on their e-module. It was unknown when this event occurred. The patient's initial ft4 result was 7.77 ng/dl. The patient's sample was repeated on an ortho clinical diagnostics vitros analyzer and the result was 1.0 ng/dl. It was unknown if either result was reported outside the laboratory. No adverse events were reported. The ft4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The patient's sample was investigated. The investigation results indicate the discrepant result in the patient sample was due to familial dysalbuminemic hyperthyroxinemia.

Manufacturer narrative:
This event occured in (B)(6).